Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer's blood glucose ranged from 270-271 mg/dl.